Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the recently implanted patient has no bandage present at the implant site but has had really bad swelling in her hip area at the incision site since implant and has seen the poor communication message with the programmer when attempting to sync. Patient services reviewed the swelling may be the reason for the poor communication and the patient may need some more healing time. The patient did not have a post op appointment scheduled for 6 weeks. The patient was still wetting through pads and had to change clothes often. During the trial patient did not wet herself at all but now was having to wear two pads. The patient was still not stable on her feet since implant; the patient noted that her doctor called her yesterday and told her that her thyroid was really low and that could be causing her to be so weak; the thyroid pill dosage was increased. The patient states the device has not worked since implant. Patient services walked the patient through the use of the remote control, turned device on and increased settings; the patient reported she was increasing and still was not feeling stimulation. No further complications were reported or are anticipated.